Manufacturer narrative:
On (B)(6) 2022 - the consumer returned the product to the manufacturer. An investigation of the device will be performed. Investigation findings will be included in a supplemental emdr when complete.

Event description:
On (B)(6) 2022 - the consumer claims the device started making strange sounds and started to smoke. The consumer returned the product to the manufacturer for an investigation.

Event description:
On 3/7/2022: the consumer claims the device started making strange sounds and started to smoke. The consumer returned the product to the manufacturer for an investigation.

Manufacturer narrative:
On 03/0702022: the consumer returned the product to the manufacturer. An investigation of the device will be performed. Investigation findings will be included in a supplemental emdr when complete. On 06/02/2022:the consumer returned the device to the manufacturer. The manufacturer completed the investigation. Below is the manufacturers narrative: manufacturers narrative: sample was returned in a non-working condition. On 03/07/2022, heated mitts had obvious signs of over heating. A burn hole was generated through the pvc lining. There were multiple problems. Unit was left "on" when gloves were on top of each other. This caused the overheating. Line cord strain relief failed. Unit should not have been used once failure was noticed. Unit had a cut through the enclosure. This should not have been used in the damaged state.